Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) to report that a dialyzer blood leak occurred towards the end of a patient's hemodialysis (hd) treatment and the machine did not give a blood leak message. A patient care technician (pct) told the biomed that red blood streaks were noted on the dialyzer fibers as the patient¿s blood was being rinsed back. There was no visible blood in the dialysate compartment of the dialyzer, or in the hansens. A blood test strip was used to test for the presence of blood and it tested negative. A second blood test strip was then used, and the second strip tested positive. The biomed reported to ts that there was some dust on the outside of the glass tube of the blood leak detector. Upon follow-up, it was reported that not all of the patient¿s blood was returned. After the blood streaks were identified, the patient¿s treatment was ended. Estimated blood loss (ebl) was reportedly 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was reported to be available for a manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) to report that a dialyzer blood leak occurred towards the end of a patient's hemodialysis (hd) treatment and the machine did not give a blood leak message. A patient care technician (pct) told the biomed that red blood streaks were noted on the dialyzer fibers as the patient¿s blood was being rinsed back. There was no visible blood in the dialysate compartment of the dialyzer, or in the hansens. A blood test strip was used to test for the presence of blood and it tested negative. A second blood test strip was then used, and the second strip tested positive. The biomed reported to ts that there was some dust on the outside of the glass tube of the blood leak detector. Upon follow-up, it was reported that not all of the patient¿s blood was returned. After the blood streaks were identified, the patient¿s treatment was ended. Estimated blood loss (ebl) was reportedly 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was reported to be available for a manufacturer evaluation.